Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the high impedance and no stimulation was not determined. The lead fracture was reportedly not confirmed and there was not a date scheduled for a revision.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va177v4, implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional reported that patient had fall and there was probability of lead fracture. Impedances were all over 4000. They were trying to increase the stimulation as there was no stimulation. Surgical intervention was planned but yet not scheduled. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.